Event description:
Caller alleged false positive troponin (tni) results. Results as follows: pt with dyspnea for several weeks; nyha ii, unstable left sided chest pain and bnp mildly increased. Pt was seen in physician's office and then sent to the hospital for diagnostic catheterization where normal blood values were found. Diagnosis: discrete coronary sclerosis, good systolic, pathologic diastolic left ventricular function (lvedp 22mm hg). The following cut off's were used: ckmb: >4.3, myo: >107, tni: >0.40, bnp: >100, ddim: >400.

Manufacturer narrative:
No discrepant or high bias in tni recovery was observed with any of the 10 whole blood edta donors (n=6/donor) on s.o.b. Lot k51305. No bnp results above 00 were observed with any of 10 whole blood edta donors (n=6/donor) on s.o.b. Lot k51305. No sample was returned for testing. Sample interference cannot be ruled out. No product deficiency was established. All results of the testing met the release requirement for the device. As of (B)(4) 2012 this is the only complaint of lot k51305. Corrective action not required at this time.